Event description:
It was reported that the user was reconnecting the ilet and was unable to enter a dexcom g7 continuous glucose monitor (cgm) pairing code because they attempted to pair under the g6 sensor type, and after guidance to use the g7 menu they successfully entered the code and the cgm began warmup. No adverse clinical symptoms reported. Outcomes included continued therapy with ilet in bg run and successful cgm pairing without escalation to medical care. User support included technical troubleshooting and user education on correct sensor type selection and pairing workflow. Investigation of this case revealed user selection error for sensor type and pairing workflow, with device function restored after correct configuration. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through education and correct use of the g7 pairing process.